Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker replaced the device's therapy pcb to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was determined to be a faulty therapy pcb.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the device would not charge defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.